Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited back-up vvi operation. Information received on (B)(6) 2016 indicated that the patient had undergone an unrelated procedure and was exposed to electrocautery. After a device download, the device resumed normal function. No patient symptoms were reported.